Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7139323.

Event description:
It was reported that patient experienced difficulty in charging the implantable pulse generator (ipg) due to ipg migration it was also noted that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a procedure wherein the ipg and scs leads were replaced. The patient was doing well postoperatively. The explanted devices will not be returned.